Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that since implant, they still got up every couple of hours to go to the bathroom, it had not helped their bowels at all. Their bladder was the reason for having it done, they were not sleeping because they have to urinate, they may be having it taken out because their symptoms have not been alleviated. Patient also said after the surgery their ins site was sore but the discomfort in their cheek area got worse in (B)(6) (2023) and they thought it affected their sciatica. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and offered to assist patient to check their therapy settings. Patient was successful to synch with their ins, increase stim and reported they felt a comfortable pulsating sensation in their pelvic area. The patient was redirected to their healthcare provider to further address the issue. Patient said they had an appointment next week. Patient was calling for MRI information and while using the patient therapy device was successful to activate and deactivate MRI mode. Patient said they need an MRI of their back because they have arthritis in their back, sciatica and stenosis and other things going on with their back, they had a back fracture in the past. Redirected to their doctor. Additional information was received from the patient. When asked what steps were taken to resolve the issue, they stated that on (B)(6) 2024 the interstim was "removed - implanted effect of my area." They stated that, of implant, there was fluid around the area and they experienced discomfort laying on the side and had pain. They stated that they did not have a reduction of their bladder situation. Their symptoms included stimulation of the product causing "sciatica pain at the point of the wire increased."